Event description:
It was reported that the patient underwent surgery on (B)(6) 2004 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent surgery for stress urinary incontinence, uterine prolapse, abnormal uterine bleeding, pelvic pain and uterine fibroids on (B)(6) 2004 and a sling was implanted and a total hysterectomy was performed. The patient later developed dyspareunia and urinary incontinence.